Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a video was provided for review. The investigation of the reported event is currently underway. H11: d2b (lit; dqy). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly could not be fully inflated. It was further reported that the pressure balloon allegedly could not be retracted, and the pta balloon allegedly could not be depressurized. Reportedly, the pta balloon was punctured with a puncture needle to withdraw the balloon system. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One image was provided and reviewed. The video shows a partially inflated balloon. The sheath is from the superior aspect of the film. The balloon is partially in the sheath. There is a catheter from the inferior aspect of the film with a catheter and a guided needle to puncture the balloon. This does is done successfully. Therefore, the investigation is confirmed for the reported inflation and deflation issue as balloon was partially inflated and guided needle puncture is present. However, the investigation is inconclusive for the reported removal difficulty as no objective evidence was provided. A definitive root cause for the reported inflation, deflation problem, removal difficulty could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly could not be fully inflated. It was further reported that the pressure balloon allegedly could not be retracted, and the pta balloon allegedly could not be depressurized. Reportedly, the pta balloon was punctured with a puncture needle to withdraw the balloon system. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One video was provided and reviewed. The video shows a partially inflated balloon. The sheath is from the superior aspect of the film. The balloon is partially in the sheath. There is a catheter from the inferior aspect of the film with a catheter and a guided needle to puncture the balloon. This does is done successfully. Therefore, the investigation is confirmed for the reported inflation, deflation issue and sheath removal issues as guided needle was used to puncture the balloon, which could have caused difficulty in removing through the sheath. A definitive root cause for the reported inflation, deflation problem, removal difficulty could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, result). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly could not be fully inflated. It was further reported that the pressure balloon allegedly could not be retracted, and the pta balloon allegedly could not be depressurized. Reportedly, the pta balloon was punctured with a puncture needle to withdraw the balloon system. The procedure was completed using another device. There was no reported patient injury.